Event description:
It was reported that a balloon rupture occurred. The severely calcified target lesion was located in the coronary artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon rupture at 5atm for 30 seconds. The procedure was completed with the same device. There were no patient complications reported. It was further reported that the patient's condition post procedure is stable.

Event description:
It was reported that a balloon rupture occurred. The severely calcified target lesion was located in the coronary artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon rupture at 5atm for 30 seconds. The procedure was completed with the same device. There were no patient complications reported.